Event description:
It was reported that the external pulse generator (epg) was displaying zero and was unable to be adjusted. The epg was returned for evaluation and subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was showing zero and was unable to be adjusted; it was noted that the battery was discharged. It was further noted that on incoming test parameter was out of tolerance; atrial heartwire was bent. The upper case was also noted to be broken and a screw was missing. The epg was decommissioned due to having reached its end of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.